Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose level was 497 mg/dl. The customer was treated with IV drip and insulin drip. The customer was admitted to (B)(6) hospital on (B)(6) 2014. The patient was not in an accident and was not wearing the insulin pump at the time of emergency visit. The customer was off the insulin pump for 11 hours and revert to back up plan based on the doctors instructions. The customer was advised that the insulin pump need to be replaced base on the a33 alarm.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to loose protruded drive support disk. Unable to complete functional testing due to a33 alarm. All operating currents are within specification. No unexpected low battery, off no power alarms noted. The insulin pump passed off no power test, self test, and a21 error test. The insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, scratched around casing and missing address serial number label

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).